Manufacturer narrative:
E1:(B)(6). Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
Event occurred in united arab emirates. It was reported that the patient experienced insulin flow block alarm on (B)(6) 2026, causing hyperglycemia. The high blood glucose level was treated by insulin pen.